Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the iris printed circuit board of the light source did not work and caused the light control not to function, and the light intensity output measured out of specifications. Based on the results of the investigation, the probable cause is traced to component failure, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the iris printed circuit board of the light source did not work and caused the light control not to function and the light intensity output measured out of specifications. There was no patient involvement.